Event description:
Literature: slavin kv. Technical aspects of peripheral nerve stimulation: hardware and complications. Prog neurol surg. 2011;24:189-202. Summary: the authors report on peripheral nerve stimulation complications seen since (B)(6) 2000. They reviewed 40 patients with pns implants who were followed for longer than 30 months. Reportable event: the authors report one infection at (B)(6) which required device removal along with systemic antibiotics that were adjusted after the microorganisms and antibiotic sensitivities were established. It was unclear if the patient was hospitalized.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. At this time no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested.